Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. : date of event: exact date not provided only month and year, (B)(6) 2019. Phone number: (B)(6). (B)(4). Device evaluation: the product was received in a little jar with liquid. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. The search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after cataract surgery, the patient complained about vision acuity during post-operative examination, especially uncomfortable at distance vision. Reportedly, the incision was enlarged to remove the iol from the eye, but no sutures or vitrectomy required and no delay in procedure was reported. The replacement lens was a zlb00 25.0 diopter lens. No additional information provided.